Event description:
During a vitrectomy procedure, this phacoemulsification unit would not function in the vitrectomy mode. The physician completed the procedure, manually. The procedure was extended 10-15 mins.